Event description:
It was reported that imaging was not completed. Patient was deceased upon arrival to emergency room. International normalized ratio was noted to 1.9 on (B)(6) 2020. Warfarin dose was increased. Patient was not started on lovenox. Patient was on toilet having "bowel" movement and suddenly became very shaky. Patient complaint of left arm numbness and right arm weakness. The patient became acutely short of breath and did not look well. Patient appeared very pale but conscious. He started having continuous low flow alarms upon transfer. He was unresponsive on arrival with agonal breathing. Pupils were fixed. Pump was on and running. Pump flow was at 0.6 liters per minute. Low flow alarms had been occurring continuously for 46 minutes. Asystole on telemetry. Bedside echocardiogram was performed. No native heart function. Time of death was called at 10:54am. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, low flow alarms could not be confirmed as no log files were provided for review. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jan2020. The heartmate 3 lvas instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including the recommended international normalized ratio (inr) range. The IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported though the patient outcome, the patient expired due to presumed cerebrovascular accident (cva), and sudden cardiac death. No additional information was provided.